Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that while the pt was in the hosp for high fever, she snagged the percutaneous lead on the bed rail when she was getting out of bed. The system controller then began to smoke, and the lvad stopped operating. The system controller was changed and batteries were used; however, the pump was still not operating. The pt was put on pneumatic support using a stroke volume limiter (svl) and drive console. The percutaneous lead had been repaired five weeks prior to the reported event. The lvad percutaneous lead run line was now found to be shorted to the ground. Modifications were then mado to a system controller to bypass the run line to see if the motor of the lvad was still operational. Upon further testing, it was apparent that the motor in the lvad was compromised. The lvad was then exchanged. The pt remains on lvad support.

Manufacturer narrative:
The device was returned to the MFR and is currently being analyzed.